Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure on (B)(6) 2024. While conducting the discectomy, a portion of an instrument broke off in the disc space. One piece was successfully removed; however, the other portion was unretrievable due to its lateral positioning. The surgeon opted to leave the piece of instrument implanted.